Event description:
On 09/26/2025, while cas was on-site for surgery support, doctor (B)(6) reported that during procedure ID #(B)(4), the posterior capsule had a small perforation on it after phaco-emulsification of the nucleus and cortex removal.

Manufacturer narrative:
Review of procedure shows some slight patient movement but there are no signs of the posterior capsule being compromised or indication of breakthrough during the laser procedure. Very robust fragmentation pattern with small cubes and two plane chop may have affected the surgeon's visibility of the posterior capsule during phaco. System functioned as designed. Clinical follow up communication noted that the patient did not require additional post op care.

Manufacturer narrative:
Review of procedure shows some slight patient movement but no definitive signs of the posterior capsule being compromised during proc ID# (B)(6). Very bust fragmentation pattern with small cubes and two plane chop may have affected the surgeon's visibility of the posterior capsule during phaco. System functioned as designed. No further clinical follow-up required.

Event description:
On (B)(6) 2025, while cas was on-site for surgery support, doctor (B)(6) reported that during procedure ID #(B)(6), the posterior capsule had a small perforation on it after phaco-emulsification of the nucleus and cortex removal.